Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off immediately after being powered on. It was noted that the facility's biomedical engineering department was unable to replicate the behavior. The epg remains in use. There was no patient involvement.